Event description:
It was reported that the patient had a full thickness tear to the white power lead on the system controller. The patient had no symptoms. The system controller was exchanged. Log files were not available and there was no alarm or pump issue associated with the system controller damage. The system controller would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a tear to the white power cable of the system controller was not confirmed. There were no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the white power cable had a full thickness tear which led to a controller exchange. It is unclear if there was any damage to the underlying wires. Additional information stated that there were no alarms or pump issues associated with the observed damage and the controller would not be returned. Multiple attempts were made to obtain additional information from the customer regarding log files and pictures; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.